Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl and "lost consciousness"; cause was not known. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 2 days later with the issue resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.